Event description:
It was reported that the user experienced recurrent low blood glucose events while using the ilet, with concern about improper meal announcements and overtreatment of hypoglycemia contributing to postprandial spikes and nocturnal lows. Symptoms included blood glucose at approximately 50 mg/dl with sweating and feeling hot. Outcomes included treatment with oral fast-acting carbohydrates. Investigation included complaint handling, data review of reported glucose trends, and user troubleshooting and education. Investigation of this case revealed frequent hypoglycemia episodes likely exacerbated by overtreatment during recovery and possible misestimation of carbohydrate entries for meals. It was concluded that user behavior contributed to the events, and education on appropriate hypoglycemia treatment and accurate meal announcements was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.